Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a new infusion site placement while using the ilet, with blood glucose rising from 335 mg/dl to 350 mg/dl before later returning to 132 mg/dl after waiting for glucose to start falling. Symptoms included elevated blood glucose without reported ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included no alerts or alarms, no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and education with follow-up confirming glucose normalization. Investigation of this case revealed no device alarms or confirmed device malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.